Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-06858. It was reported the pt's ipg is causing her discomfort when she sits in her wheelchair. It was also reported the pt's scs lead is superficial. Surgical intervention is planned to address the issues. Follow-up identified the pt underwent surgical intervention on (B)(6) 2013 and her scs lead was disconnected from the ipg and re-tunneled further down then re-connected to the ipg. The issues are resolved.